Event description:
On (B)(6) 2012, the reporter contacted animas alleging the following: on (B)(4) 2012, at 1830, his blood glucose (bg) was 150 mg/dl. He ate a hamburger and did not bolus, he was home alone. The patient's wife came home around 0230 to 0300 and found him unconscious. She called 911 and the patient was admitted to the hospital with hypoglycemia , and is still in hospital. The patient states when he passed out, he crushed his right hand and has had two surgeries on hand. He reportedly does not get symptoms when bg below target, which is programmed at 110 +/- 10 mg/dl. The pump was removed when admitted to hospital and IV treatment was started but he is unsure of treatment. Customer support reviewed the pump programming. No associated alarms in history. Time on home screen is correct. Reviewed bolus history and boluses have been delivered as programmed. No bolus programmed on (B)(6). Prime history shows pump was primed on (B)(6). Patient disconnects when priming. Reviewed need to have insulin at room temperature at least 2 hours prior to filling cartridge. Advised the patient it has been adequately determined that the event does not involve a possible malfunction of the device. Advised patient to follow health care provider instructions, and patient verbalized understanding. Patient states there is no change in activity, health, diet or medications: takes lisinopril, atenolol, clonidine, and medication for acid reflux. This complaint is being reported due to the allegation that a patient on insulin pump therapy required surgery after an injury occurred during a hypoglycemic episode.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/23/2013 with the following results: testing was unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The current pump history shows no alarms outside the range of normal patient use; no activity related to the complaint was observed. The tdd¿s were found to correctly reflect the user's programmed basal rates. Pump passed a 29hr flow accuracy test successfully. No defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.